Event description:
It was reported that when using the bd pyxis medstation system, the medsurg medstation auxiliary drawer had failed hardware alert and indicated required maintenance, preventing users from accessing the required medications. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had failed full-height drawer on the auxiliary due to ball bearings. A field service engineer removed the failed rail from the drawer and replaced, repaired the disconnected retractor band and reinstalled the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.